Event description:
(B)(6), reported system time out alarm. They already tried replacing c batteries. Will need pump replacement - medication already pooled and cannot find gravity tubing. Advised to waste medication and we will send out pump replacement along with medication reship and gravity tubing/dial a flo extension. The suspect device serial number was not provided by the patient. The following device serial numbers are currently checked out by the patient for use: (B)(6). No further information provided. Did the reported product fault occur while in use with the patient? Yes. Did the product issue cause or contribute to patient or clinical injury? No. If yes, was any medical intervention provided? N/a. Is the actual device available for investigation? Yes, upon patient return. Did we replace device? Yes. Did the patient have a backup device they were able to switch to? No. If yes, was the patient able to successfully continue their infusion? N/a. If yes, was the patient able to successfully continue their infusion? N/a. Is the infusion life-sustaining? Yes. What is the outcome of the event? Resolved.